Event description:
The user reported that wires of the lamp were exposed. A biomedical technician attempted to repair the exposed wires, but splices during the repair caused shorting and inaccurate voltage readings from the heart lung machine power supply. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.